Event description:
It was reported that allegedly assy case front keypad of the pcu module will be replaced.

Manufacturer narrative:
Additional info: d.4;h.4 the reported issue that the assy case front keypad of the pcu needed replacing for a keypad related issue is confirmed based on class iii field correction. Review of the sn (B)(6) service history record showed the device had a manufacture date of (B)(6) 2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the customer's report could not be confirmed. H3 other text : only the keypads were returned.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that allegedly assy case front keypad of the pcu module will be replaced.